Manufacturer narrative:
G4:06mar2021. B4:02apr2021. The alarm light emitting diode (led) switch panel was received for evaluation and the failure was isolated to broken traces on the red alarm led. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14sep2020.

Event description:
The customer reported alarm light emitting diode (led) failed and to please also perform maintenance. The service technician indicated the repair center observed the occurrence of "check vent: alarm led failed" alarm diagnosis code and the occurrence log within drpt (diagnostic report). The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the power switch overlay and the phenomenon was resolved. Overall checking, cleaning, run testing, and a function test were performed. The software was checked as version 2.30.